Event description:
This ra lead was implanted on (B)(6) 2000, and remains implanted at this time. A call to technical services was placed on (B)(6) 2016, stated that this lead had noise. Threshold in the past was 1.4 and now got 4.5. And also noted, that the impedance was jumping all over. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).